Event description:
Per email rec'd 04-february-2014 customer reports; during an unknown patient procedure, the surgeon stated the reamers are dull. No patient injury was reported. Customer does not that there was a surgical delay of 10-15 minutes. No further info was provided.

Manufacturer narrative:
Product has been rec'd by greatbatch and investigation is in process. Once investigation is completed, a f/u medwatch 3500a will be submitted.